Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-03618. This complaint will be closed as duplicate.

Event description:
It was reported to philips that the system rebooted itself during a procedure. The system was in clinical use. No user or patient harm has been reported, however the patient was moved to another room. Philips has started an investigation regarding the reported issue.